Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included asthma, unspecified on (B)(6) 2020, vitamin d deficiency on (B)(6) 2018, palatinus torus on (B)(6) 2018, post-traumatic stress disorder on (B)(6) 2017, regular astigmatism on (B)(6) 2007, myopia in 2007, abortion, d & c, allergic reaction to antibiotics, ureterolysis procedure and cystoscopy. Concomitant products included dihydroergotamine mesilate (migranal), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), naratriptan hydrochloride (amerge), salbutamol (albuterol) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition /allergic reaction"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions / gerd"), mood swings ("hormonal changes / mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), irritable bowel syndrome ("ibs") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems"), dizziness ("dizziness"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy"). The patient was treated with alprazolam (xanax), antibiotics, hyoscyamine sulfate (levsin), ibuprofen, vortioxetine hydrobromide (trintellix) and surgery (hysterectomy, total laparoscopic robot assisted salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, hypersensitivity, depression, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, mood swings, headache, nervous system disorder, visual impairment, weight increased, dizziness, vaginal haemorrhage, post-traumatic stress disorder, migraine, irritable bowel syndrome, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, irritable bowel syndrome, migraine, mood swings, nervous system disorder, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: unknown foreign object removed from essure location. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), general abnormal bleeding,allergy: rash/skin condition, hypersensitivity, psych injury,bladder problems, bladder infection, uti, vaginal discharge, fatigue, gi conditions, dental problems ,hormonal changes, headaches, neuro condition/problem, vision problems, weight gain, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)-right occlusion only. Ultrasound scan vagina - in (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category updated to serious incident. Removal was added. Reporters, concurrent conditions, concomitant drugs, removal dates and surgery names were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included asthma, unspecified on (B)(6) 2020, vitamin d deficiency on (B)(6) 2018, palatinus torus on (B)(6) 2018, post-traumatic stress disorder on (B)(6) 2017, regular astigmatism on (B)(6) 2007, myopia in 2007, abortion, d & c, allergic reaction to antibiotics, ureterolysis procedure and cystoscopy. Concomitant products included dihydroergotamine mesilate (migranal), hydrocodone bitartrate;paracetamol (norco), naratriptan hydrochloride (amerge), salbutamol sulfate (albuterol) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition /allergic reaction"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions / gerd"), mood swings ("hormonal changes / mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), irritable bowel syndrome ("ibs") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems"), dizziness ("dizziness"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy"). The patient was treated with alprazolam (xanax), antibiotics, hyoscyamine sulfate (levsin), ibuprofen, vortioxetine hydrobromide (trintellix) and surgery (hysterectomy, total laparoscopic robot assisted salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, hypersensitivity, depression, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, mood swings, headache, nervous system disorder, visual impairment, weight increased, dizziness, vaginal haemorrhage, post-traumatic stress disorder, migraine, irritable bowel syndrome, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, irritable bowel syndrome, migraine, mood swings, nervous system disorder, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: unknown foreign object removed from essure location. Plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding,allergy: rash/skin condition, hypersensitivity, psych injury,bladder problems, bladder infection, uti, vaginal discharge, fatigue, gi conditions, dental problems ,hormonal changes, headaches, nuero condition/problem, vision problems, weight gain, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)-right occlusion only. Ultrasound scan vagina - in (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included asthma, unspecified on (B)(6) 2020, vitamin d deficiency on (B)(6) 2018, palatinus torus on (B)(6) 2018, post-traumatic stress disorder on (B)(6) 2017, regular astigmatism on (B)(6) 2007, myopia in 2007, abortion, d & c, allergic reaction to antibiotics, ureterolysis procedure and cystoscopy. Concomitant products included dihydroergotamine mesilate (migranal), hydrocodone bitartrate;paracetamol (norco), naratriptan hydrochloride (amerge), salbutamol sulfate (albuterol) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition /allergic reaction"), depression ("psych injury / depression"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gi conditions / gerd"), mood swings ("hormonal changes / mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), irritable bowel syndrome ("ibs") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems"), dizziness ("dizziness"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy"). The patient was treated with alprazolam (xanax), antibiotics, hyoscyamine sulfate (levsin), ibuprofen, vortioxetine hydrobromide (trintellix) and surgery (hysterectomy, total laparoscopic robot assisted salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, dermatitis allergic, hypersensitivity, depression, bladder disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrooesophageal reflux disease, tooth disorder, mood swings, headache, nervous system disorder, visual impairment, weight increased, dizziness, vaginal haemorrhage, post-traumatic stress disorder, migraine, irritable bowel syndrome, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, irritable bowel syndrome, migraine, mood swings, nervous system disorder, pelvic pain, post-traumatic stress disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: unknown foreign object removed from essure location. Plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding,allergy: rash/skin condition, hypersensitivity, psych injury,bladder problems, bladder infection, uti, vaginal discharge, fatigue, gi conditions, dental problems ,hormonal changes, headaches, nuero condition/problem, vision problems, weight gain, dizziness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)-right occlusion only. Ultrasound scan vagina - in (B)(6) 2009: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.